Manufacturer narrative:
The service actions performed resolved the issue.

Event description:
We received an allegation of a questionable result for 1 patient's plasma sample tested with the elecsys troponin t hs (tnths) gen 5 stat assay on cobas 6000 e601 immunoanalyzer serial number (B)(4). Initial result: 20 ng/l the questionable result was reported outside the laboratory and the physician mentioned that it did not match the patient's clinical picture. The sample was then repeated. Repeat result: 6 ng/l the repeat result deemed to be correct. Qc was acceptable on the day of the event.

Manufacturer narrative:
The field service engineer found that the sample was contaminated. The sample in question (4th sample) in a tnths test series all being taken within 1 hr intervals. One of the results obtained was 19.4 ng/l. The technician respun (re-centrifuged) an aliquot of the sample and ran it again. The respun produced the correct result of 6 ng/l. The technician then reran the original sample without respun (centrifuge) and got the result of 20.3 ng/l. No problem with the analyzer was found. Precision studies were performed and they were within specifications. The investigation is ongoing. H3 other text : na.